Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque to the connector pin. The full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implantation procedure, increased capture threshold and varied atrial sensed amplitudes were noted on the right atrial (ra) lead. While repositioning the ra lead the helix was unable to rotate. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.